Manufacturer narrative:
Abbott field service resolved the issue by replacing the ict preamp board, which is identified to be the likely cause. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for ict preamp board identified no issues or trends. A review of non-conformances and deviations did not identify any issues associated with the ict preamp board. A review of architect c16000 tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or adverse trends related to the issue described in this complaint. The architect c16000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 was identified.

Event description:
The account observed elevated chloride on 7 patients that repeated in the account normal range when processing on the architect c16000 analyzer. Examples were provided for 2 patients with chloride of 130 mmol/l but repeated 109 mmol/l. No impact to patient management was reported. No specific patient information was provided.